Event description:
Patient reported "rupture". Later patient reported "intracapsular rupture with shape deforming", "started having pain 7 years ago" with "weight fluctuates due to my thyroid 3 autoimmune disorders" and "I had tuberous breast". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.